Event description:
A customer reported a malfunction on their pump with no notable events occurring before the issue. Blood glucose level exceeded 500 mg/dl and was indicated as "high." The customer administered a correction injection using multiple daily injections without requiring third-party assistance. Technical support provided pump reset information and helped the customer reset the device, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if any issues reoccur.